Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product code hap02. Batch # m91h68. The analysis results found that an hap02 device was returned inside its original package. The package was visually inspected and then opened; the instrument was tested for functionality and work as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The ports and hands were fully lubricated before use. Risk that fragments could have gone into patient. The surgeon was concerned that perished rubber could have entered surgical site. Time delay is unknown. Please be advised that the lot number of the devices that perished may not have been the lot number that is reported. The lot number is the one on the box left on the shelf with two devices still in. Potentially this is the one they used to complete the case.

Event description:
It was reported that during a low anterior resection (lar) procedure, when the surgeon placed lubricating jelly on his hand to use hals port it disintegrated as he reached into hand port. On the next occasion he took care when placing hand into port and the same thing happened. Another device was used to try again times two. In all three times the hand port disintegrated. The final device was used that didn't perish to complete procedure. There were no adverse consequences for the patient.